Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It is reported in the summons that the complainant underwent a vaginal hysterectomy and posterior ivs in (B)(6) 2003. The patient had a complete procidentia with mild cystocele and a lax posterior wall. The patient had a consultation in (B)(6) 2005 and underwent and anterior pelvic floor repair procedure using a mesh in (B)(6) 2005. The patient experienced pressure in the area of her vagina and when constipated the patient felt pressure in the anterior vaginal wall and stress incontinence. In 2006 the patient was noted to have a bulging mucosa above the urethral meatus. When pressure was applied the patient felt as though the anterior wall was descending. A degree of cystourethrocele and mobility of the anterior vaginal wall rather than a true prolapse was reported. No additional information was provided.